Event description:
The infection has been deemed resolved due to a replacement scs system being implanted on (B)(6) 2018.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: the patient had leads from one of our competitors. It was reported the patient experienced a fever and drainage at their ipg site. Oral antibiotics were prescribed but were non-beneficial. The patient was admitted to the hospital several days later for wound dehiscence and infection at their ipg site. As a result, their sjm/abbott, scs devices were explanted.